Event description:
During troubleshooting for a low drain volume alarm, the care giver of a home patient (hp) from (B)(6) stated that the hp was in extreme pain and had peritonitis. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4).as the patients discard supplies after each therapy, the sample was not requested.the product code is unknown and therefore the 510k number is unknown at this time.